Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat an aneurysm in the proximal left anterior descending (lad) artery. A 4.0 x 19 mm graftmaster was being advanced to the lesion when it could not cross through a previously placed stent. The graftmaster was pulled back into the guide and advanced again when it did cross the lesion and was implanted in the lad to seal the aneurysm. There was still flow at the distal end of the stent. A 4.5 x 8 mm balloon catheter was used to post dilate the distal and proximal ends of the graftmaster stent. The final result was the aneurysm was near completely obliterated. The patient will continue to take aspirin and plavix. No additional information was provided.